Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observations as analysis identified a connector fracture. The fiber was received in one piece. There was no anomaly identified on the fiber body. Microscopic inspection of the fiber tip indicated it was degraded. Laser fibers are consumable devices and expected to degrade with use. Analysis identified there was a distorted light exiting the connector face, indicating a connector fracture. There were burn marks on the connector face. The functional test identified the aiming beam was weak. The following message was displayed: treatment used: 8 treatment left: 2. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the interaction of internal connector fracture and console may have led to overheating causing the burn marks on connector face. This is likely what the customer observed on the fiber. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation of a ureteroscopy lithotripsy, this re-used fiber had been used for less than 10 times during normal use, but there were black spots noted on the tip. The procedure was completed using another fiber without patient complications. Analysis of the returned fiber identified a fractured connector.